Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
An elevate anterior was implanted on (B)(6) 2011. The patient developed an abscess "after" the procedure. On (B)(6) 2011 the abscess was drained. The mesh was not removed. The patient is reported to be doing well.